Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical product: addrs1: implanted (B)(6) 2014. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead experienced intermittent low impedance and intermittent loss of capture while the patient was wearing a portable heart rhythm monitor. The lead was capped and replaced. No patient complications have been reported as a result of this event.